Event description:
The following article has been reviewed: title: multicenter, prospective pilot and feasibility study of robotic-assisted bronchoscopy for peripheral pulmonary lesions. Authors: nicholas pastis amit mahajan sandeep khandhar michael simoff michael machuzak joseph cicenia thomas gildea and gerard silvestri citation: not provided doi: htps://doi.org/10.1016/j.chest.2019.08.313 and cited one (1) instance of pneumothorax with intervention. This report is being submitted for these events.